Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a thermally u713 op amp on the distribution node pca. The root cause for the thermally damaged u713 op amp could not be positively identified. No adverse event resulted from the damage electrode belt.

Event description:
During servicing of an electrode belt that was returned for investigation into an unrelated issue, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.